Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as permanent loss of visual acuity." H6: as there was no product or lot number provided, no detailed investigation can be performed.

Event description:
A distributor reported a voluntary report found on the FDA website (mw1038610) which states "corneal ulcer caused by isolated pseudomonas related to contact lens usage or possibly contact lens solution. Resulted in significant scarring/loss of vision, only repairable through corneal transplant." No lot information was provided. No lens brand was provided. No further info is available.